Manufacturer narrative:
An internal investigation was performed for a false negative cefoxitin screen (oxsf) result for a staphylococcus aureus isolate on vitek® 2 ast-gp75 card, lot 2750996203. The customer was using v9.01 software with an enabled a bioart rule as described in the us fsca 4018. Genexpert pcr results were (B)(6) for (B)(6). The organism was subbed to tsab, and identification was confirmed with vitek ms. Testing was performed in duplicate on both the customer lot and a random lot (2750951203) of ast-gp75 cards. Oxacillin (ox) agar dilution testing (ad), which is the reference method for ox101n, was performed, as was cefoxitin disc diffusion testing, the reference method for cefoxitin screen (oxsf01n). Alere pbp2a testing was also performed. On all four cards, susceptible ox mics=0.5 or 1 were obtained. Ox ad gave a susceptible mic=1, so card and reference method results for ox are in essential and categorical agreement. On all four cards, negative oxsf results were obtained. Cefoxitin disc diffusion was susceptible (27 mm); however, pbp2a testing was positive, indicating this strain to be a cryptic mrsa with low-level expression of methicillin resistance. This is an atypical strain expressing low-level methicillin resistance.

Event description:
A customer in the united states notified biomérieux of a false (B)(6) cefoxitin screen result of a staphylococcus aureus isolate while using the vitek® 2 ast-gp75 test kit (ref # (B)(4), lot# 2750996203) with software version 9.01. The patient isolate was repeated using the same lot of ast-gp75 cards and was also tested using cephidae genexpert® pcr. The results are listed below: isolate results: vitek 2 original cefoxitin screen result - (B)(6) (susceptible). Vitek 2 repeat cefoxitin screen result - (B)(6) (susceptible). Cephidae genexpert pcr result - (B)(6) (resistant). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.